Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed and elongated at its distal portion, i.e. The stent is stretched in distal direction. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that bent and stretched struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation, but a small amount of contrast medium residue was observed in the inflation lumen close to the guidewire exit port which implies application of negative pressure. A reference stent protector could not be slid over the deformed zone without causing further damage. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment. During preparation it was tried to pass a guidewire through the orsiro but a stent deformation was noted. Thus another stent was used.